Event description:
It was reported, on thursday (B)(6) 2025, during nursing care and patient monitoring, the nurse noticed that the PICC line device was no longer functional, with the proximal tubing bent and cracked. The device was immediately removed. The medical team decided to carry out a relay in sc while waiting for the reprogramming of a passage in the operating theatre for the installation of a new PICC line from a different batch. This incident had consequences not only for clinical management, but also for the patient's well-being. The patient, who already had anxiety disorders and a fragile psychiatric background, suffered significant stress and anxiety following the loss of her access route and the need to set up an sc relay for a morphine pca, as well as a galenic adaptation to meet her needs. In addition, it was decided to reschedule the operation in the operating theatre to insert a new central venous line. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.